Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient programmer displayed error codes 517 then 574. The nurse reprogrammed the ins. No alert displayed on the physician programmer. Impedances were normal. There was no new interferences in the patient's environment. Additional information was received from the rep. It was reported that the ins was implanted in 2009. Impedance was measured and interrogation of the ins was done. The cause of the event was unknown. Reprogramming was done and the patient programmer was replaced, but the issue did not resolve. If was noted that this information was confirmed with the physician/account.